Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The complete lead was returned with dried body fluid in the lead lumen. Further testing found the lead to be electrically continuous.

Event description:
Boston scientific received information that the patient implanted with this device system suffered from twiddler's syndrome and this lead was pulled back into the device pocket. An invasive revision procedure was performed and this lead was explanted and replaced. During the revision procedure, the inner catheter reportedly dissected the coronary sinus. No adverse patient effects were reported as a result of this procedure.